Event description:
A registered nurse reported that during a hemodialysis (hd) treatment there was a dialyzer blood leak. In a follow up, the nurse clarified that the blood leak occurred immediately upon initiation of hd treatment. The blood leak was described as being an internal blood leak that was visually seen in the fibers. Blood tests strips were used and tested positive for the presence of blood. The machine was a fresenius 2008t machine that did alarm appropriately with the blook leak alarm. Fresenius bloodlines were being used. There was no damage noted on the dialyzer prior to use. The patient¿s estimated blood loss (ebl) was approximately 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed on the same machine with new supplies. The dialyzer is not available to return as a sample product.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. An investigation of the device history records (DHR) was conducted by the manufacturer there was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A registered nurse reported that during a hemodialysis (hd) treatment there was a dialyzer blood leak. In a follow up, the nurse clarified that the blood leak occurred immediately upon initiation of hd treatment. The blood leak was described as being an internal blood leak that was visually seen in the fibers. Blood tests strips were used and tested positive for the presence of blood. The machine was a fresenius 2008t machine that did alarm appropriately with the blook leak alarm. Fresenius bloodlines were being used. There was no damage noted on the dialyzer prior to use. The patient¿s estimated blood loss (ebl) was approximately 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed on the same machine with new supplies. The dialyzer is not available to return as a sample product.